Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that warning for low impedance was falsely alerted on the right atrial (ra) channel. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false alert for lead impedance out of range. If information is provided in the future, a supplemental report will be issued.